Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted due to respiratory failure. A cardiac catheterization was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory difficulty, and a direct correlation to the device, could not be conclusively determined through this evaluation. It was reported that on (B)(6) 2020, the patient was admitted for respiratory difficulty. Further information regarding the event could not be provided by the center. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This document lists respiratory failure as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.